Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that the distal shaft was bent in the heavily calcified and mildly tortuous anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported/noted activation/deployment. Interaction and/or manipulation of the device resulted in the noted device damages (twisted distal sheath, multiple inner member kinks, multiple retractable sheath bends/kinks, hypotube kink) likely contributing to the reported difficulties. As reported, the handle of the sess was opened up (resulting in the noted bent handle peg) and the stent was deployed in the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified and mildly tortuous unspecified circulatory vessel. The 6x100mm abs pro vascular self expanding stent system (sess) was advanced to the target lesion and the stent was attempted to be deployed; however, the thumbwheel would not spin and the stent could not be deployed. The handle of the sess was opened and the stent was then able to be deployed in the target lesion. There was adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.